Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the event reported by the facility, stating that the pump stopped before completing the infusion, was confirmed by a log analysis. The logs indicated that the infusion was stopped after an air in line alarm and the infusion was manually terminated after the alarm. Laboratory test results performed on the reported suspect device confirmed that the pump module to be within specification for rate accuracy and was operating as intended. The pcu and pump module logs were retrieved from the emails provided by the facility to ascertain event details associated with the reported event. The customer reported the date of the event to be 24sep2024 at 3:07 pm. At 2:07:37 pm, a remote IV infusion was received with belimumab (722mg/250ml), programmed at a rate of 250 ml/hr with a volume to be infused (vtbi) of 250 ml. The infusion started and completed at 3:07:38 pm, at which point the pump automatically switched to "keep vein open" (kvo) mode at a rate of 20ml/h, and the infusion was paused with a primary volume infused (pvi) of 250.121 ml. At 3:08:57 pm, the infusion was reprogrammed with a vtbi of 250 ml and restarted, with the pvi of 250.135 ml. At 3:46:21 pm, an alarm for fluid-side occlusion was triggered with a pvi of 405.902 ml. The alarm was silenced and the infusion restarted multiple times due to recurring occlusions, reaching a pvi of 430.939 ml. Finally, at 3:56:09 pm, an air-in-line alarm was triggered with a pvi of 441.177 ml, and the channel was turned off at 3:56:20 pm, with a total volume infused of 441.177 ml. The pcu event log could not determine why the second infusion that was programmed to infuse a vtbi of 250ml was terminated early after only infusing a total volume of 444.177ml when it was expected to be 500ml based on the programming. The alaris system user manual v12.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The alaris system user manual v12.1 states that kvo rate adjust used to select keep vein open (kvo) rate (0.1 to 20 ml/hr allowed), which is rate of fluid flow after an infusion complete occurs. Kvo rate never exceeds infusion rate. If enabled, allows continuous infusions to automatically switch into kvo mode upon completion. Kvo option setting cannot be changed after device is powered on and a profile selected. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect pump module s/n: (B)(6) (w/o: (B)(4)). The lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported pump stopping before the infusion was completed is attributed to an air in line alarm after there were three prior events of occlusion fluid side alarms. The investigation could not determine the cause for the infusion termination after the air in line alarm.

Event description:
It was reported that the nurse programmed the pump via interoperability, and it started. However, the pump reportedly stopped before the infusion was completed. Per customer, they reviewed the documentation on epic electronic medical record. The pump reportedly shows it started at 2:07 at a rate of 250 ml/hr., then at 3:07:40 it switched over to 20 ml/hr., then it was stopped by clinician at 3:08:01. Then at 3:08:58 it was started at 250ml/hr. Per report, the customer believes that "this is a stale message issue when interop was down the day before and sent this stale message across and changed the pump rate to 20ml/hr." There was patient involvement but no harm. Bd received additional information. It was reported that the users do not recall the specifics of the event and what they remembered is that the pump "stopped." However, the facility's system it pharmacist/pharmacy project manager indicated that "it might have changed rate and they (user) just thought it stopped" based on their review of the infusion data. The infusion was belimumab 722mg/250ml. Per bd interoperability consultant's preliminary assessment: "when the vtbi (volume to be infused) has been met on the alaris system (the remaining vtbi is 0), the functionality is for the pump to alarm and go to kvo (facility's data set has the pump kvo setting configured to a rate of 20 ml/hr. For the profile in use (adult/oncology)..." "The pump reached the vtbi of 250ml at 15:07:39 and went into kvo mode..." Bd technical support also stated that they "can confirm that the pump had several alarms prior to the infusion stopping and the pump going offline." Bd has requested to send the devices for further investigation.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse programmed the pump via interoperability, and it started. However, the pump reportedly stopped before the infusion was completed. Per customer, they reviewed the documentation on epic electronic medical record. The pump reportedly shows it started at 2:07 at a rate of 250 ml/hr., then at 3:07:40 it switched over to 20 ml/hr., then it was stopped by clinician at 3:08:01. Then at 3:08:58 it was started at 250ml/hr. Per report, the customer believes that "this is a stale message issue when interop was down the day before and sent this stale message across and changed the pump rate to 20ml/hr." There was patient involvement but no harm. Bd received additional information. It was reported that the users do not recall the specifics of the event and what they remembered is that the pump "stopped." However, the facility's system it pharmacist/pharmacy project manager indicated that "it might have changed rate and they (user) just thought it stopped" based on their review of the infusion data. The infusion was belimumab 722mg/250ml. Per bd interoperability consultant's preliminary assessment: "when the vtbi (volume to be infused) has been met on the alaris system (the remaining vtbi is 0), the functionality is for the pump to alarm and go to kvo (facility's data set has the pump kvo setting configured to a rate of 20 ml/hr. For the profile in use (adult/oncology)..." "The pump reached the vtbi of 250ml at 15:07:39 and went into kvo mode..." Bd technical support also stated that they "can confirm that the pump had several alarms prior to the infusion stopping and the pump going offline." Bd has requested to send the devices for further investigation.